Event description:
It was reported that a patient underwent a revision procedure approximately 2 months post implantation due to disassociation of the poly and stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: 40mm +6mm offset poly liner cat# 00434904006 lot# 64495709. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, associated reports: 0001822565 - 2022 - 02548.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.h6: component code: mechanical (g04) - stem.no product was returned or pictures provided; visual and dimensional evaluations could not be performed.part and lot identification are necessary for review of device history records, neither were provided for the stem.a definitive root cause cannot be determined.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.